Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of multiple evidence of field programmable gate array (fpga) reset/reprogram failures was detected. This condition has a potential for patient harm. Analysis of system logs shows multiple evidence of field programmable gate array (fpga) reset/reprogram failures. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. This condition results in the error message observed by the end user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a robotic-assisted laparoscopic lung resection, a power handle error indication was displayed. Another handle was used to resolve the issue. There was no patient involvement. Medtronic's initial evaluation of the device from analysis of the system logs showed evidence of multiple fpga reset/reprogram failures.